Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient was hearing beeping for about three weeks. An office follow-up found the electrode impedance was high and out of range. The impedance data changed abruptly from in-range to out-of-range this past january. An xray was done, and an electrode fracture was confirmed. The doctor elected to explant both the pulse generator and the electrode. Both products were successfully replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was hearing beeping for about three weeks. An office follow-up found the electrode impedance was high and out of range. The impedance data changed abruptly from in-range to out-of-range this past january. An xray was done, and an electrode fracture was confirmed. The doctor elected to explant both the pulse generator and the electrode. Both products were successfully replaced. There were no additional adverse patient effects.